Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was not confirmed. No faults or errors were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image on the monitor partially disappeared a few minutes after the camera was switched on during a procedure. The image was lost for a few seconds on only one of the four monitors in use and the signal was lost only on the 4k output. The procedure was completed with the subject device which is a loaner from olympus. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (4k image lost on one monitor) was unable to be duplicated. It¿s likely there is an abnormality in the part which processes the 4k input signal of that monitor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.